Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced hyperglycemia. It was reported that the customer had high blood glucose levels was 27.5 mmol/l. It was reported that the customer had seen health care professional. It was reported that the customer was treated by manual injections. It was reported that the insulin pump alarmed insulin flow block. The customer was advised to change the infusion set. Product is not expected to return for analysis,